Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. Subsequently the patient experienced pain at the ipg site, which presented as a burning sensation. The patient also felt that the ipg had moved. However, it was determined the ipg did not move. The ipg was explanted and replaced with a different ipg model. The patient's issue has resolved. (Reference MFR. Report#: 1627487-2016-04116 & 1627487-2016-04117 regarding the leads).